Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the journal explanted orthopedics titled ¿comparative effectiveness of combined atfl and cfl repair versus atfl-only repair for severe chronic lateral ankle instability¿. The study reviewed forty (41) patients who underwent foot and ankle procedures using arthrex fibertak devices. Eight (8) patients were documented to have had ankle instability resulting in one (1) patient experiencing an infection during the sixteen (16) month follow-up period. Ref: yoshimoto, k., et al. (2025). "Comparative effectiveness of combined atfl and cfl repair versus atfl-only repair for severe chronic lateral ankle instability." J exp orthop 12(3): e70345.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.